Manufacturer narrative:
Imaging evaluation: post-implantation computer-tomographic angiographic (cta) images, dated april 25, 2019, were provided to gore for evaluation. The evaluation showed the following: there appears to be a stent in the left subclavian artery (lsa). There appears to be flow within the stent/lsa. There appears to be lack of distal device seal. The maximum aneurysmal diameter at the level of the implanted device appears to be 59.3mm x 67.1mm. The maximum aneurysmal diameter distal to the implanted device appears to be 64.5mm x 64.9mm. Aneurysmal growth cannot be confirmed since only one time-point was received.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, the patient presented with a descending thoracic aortic aneurysm and was treated with a gore® tag® conformable thoracic stent grafts with active control system. It was stated that there was significant calcium/thrombus at the distal implantation site and that the left subclavian artery was perfused by using a chimney technique. The size of the aneurysm was reported to be the following: aortic arch: 32 x 35 mm, proximal descending aorta: 62 x 58 mm, mid descending aorta: 68 x 59 mm. On (B)(6) 2019, growth of the thoracic aneurysm was identified: aortic arch: 38 x 33 mm, proximal descending aorta: 63 x 59 mm, mid descending aorta: 70 x 60 mm. The cause of the growth is unknown. According to the physician no endoleak is visible. The patient is being monitored. Surgery is planned but not yet scheduled.